Manufacturer narrative:
The pump was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was also received with stained serial number label, stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the top of the battery side going to the front of the pump toward the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.